Event description:
It was reported to the manufacturer that the site's programming system is not functioning properly. Troubleshooting did not resolve the event. A new programming system was sent for replacement per site's request. Good faith attempts to obtain additional information and the non-working device have been unsuccessful to date.